Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: failure of the patient board set. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image during preparation for use. There was no patient involvement or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a faulty patient board set. Additional evaluation findings were as follows: a corroded bottom chassis and damaged rear panel, worn out video connector causing poor connection with pigtails, and a damaged light source connector housing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.